Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The caller was advised by technical support not to replace the pump until consulting with their healthcare provider, as there was no backup pump available. The caller planned to contact their healthcare provider for further assistance.